Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -.05/6/140 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On 18-may-2023, refractive suprise was observed. Cause of the event was reported as both the device and a patient related factor. Reportedly, "lens was not available. Had to wait for staar to manufacture (not an off shelf lens). Outcome is off target." Status of the eye is stated, "unhappy patient because of the resultant refractive surprise anisometropia makes it difficult to correct with glasses cl intolerant." The problem was not resolved.

Manufacturer narrative:
Corrected data: b5: diopter should be corrected to: -.50/6/140. Claim#(B)(4).